Manufacturer narrative:
Insulin pump passed the displacement test and unexpected restart alarm test. No unexpected restart alarm anomalies noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had unexpected restart. A cold reset was performed. Customer's blood glucose value was unknown at the time of the incident. Troubleshooting was performed. The customer stated that they were able to clear the alarm. Customer reported insulin pump did require rewind. Customer stated that they were able to complete rewind. Customer stated alarm did not occur shortly after inserting a new battery. The customer also stated that the error recurred during normal insulin pump use. Advised that the insulin pump will need to be replaced. The insulin pump will be returned for analysis.